Event description:
It was reported that after the catheter had been in use in an obstetric patient for 1 hour, the rn attempted to remove the catheter, but met resistance. The patient's position was changed, and the catheter was removed without any apparent difficulty. Upon examination of the catheter, it was discovered that the tip was missing. No attempt was made to remove the retained portion of the catheter. The patient was discharged with no further complications.